Event description:
It was reported that the subject device exhibited noisy image. The event occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E1, facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.